Manufacturer narrative:
(B)(4) date sent: 11/12/2024. Additional event information were there any problems tightening the adjusting knob, or releasing the safety, etc.? =no problem. Was there any change in the procedure (e.g., additional port hole, creation of an unscheduled colostomy, etc.) Other than the additional resection due to this event? =re-section was performed and dst anastomosis was completed. Are there any problems with the patient's condition after the surgery? =no problem. [Patient affect]:no, yes [patient's condition]: unk hospitalized [progress]: unk good condition after the surgery [health damage]: unk re-anastomosis of sigmoidectomy was performed. [Description of procedure]: unk re-anastomosis of sigmoidectomy (re-anastomosis using an automated suture device). [Planned treatment]: unk none in particular (good progress) [doctor's judgment of health damage]: unk serious [reason for judgment]: unk the doctor commented that the patient's health was fine. [Details of product usage]: unk cdh29a was used when anastomosis of sigmoidectomy was performed, but the device did not deploy properly. Re-section was performed and a motorized cdh was used and re anastomosis was performed. [The doctor's comment]: unk the doctor think that how to use the device was bad.

Manufacturer narrative:
(B)(4) date sent 11/5/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, double stapling technique anastomosis, the staple was only half out and was malformed. An automatic suture was performed and anastomosed with a motorized cdh. Remarks: it was possible that the washer was not completely punched through. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 12/4/2024. D4 batch #u5c04v. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Further evaluation shows that the knife had nicks. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, however, the knife was not sharp enough so it did not make a clean cut in the washer. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5c04v, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Additional information was requested and the following was obtained: what is meant by the stapler is only ¿half out¿? The staples was not the shape of donut and some of the staples were missing. Where was the ¿half out¿/ malformed staple observed? Unknown. What was used to divide the tissue? The surgeon used an automatic suturing device to recut the tissue and performed an anastomosis using a powered circular. What was used to finish the procedure? Cdh29p was used. What were the indications for surgery? It was on a laparoscopic supra-s colon resection. What surgical procedure was performed? Reanastomosis of sigmoid colon resection (anastomosis was redone using an powered circular). Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? Yes. If so, please describe. The staples was not the shape of donut and some of the staples were missing. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? After firing there were molformed staples. If so, please describe the shape and location. The staples was not the shape of donut and some of the staples were missing. What is the current status of the patient? The patient is doing well after surgery. Doctors say the patient's health is fine. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The doctor said he thinks he used the equipment incorrectly.